Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11564. It was reported the patient had felt stimulation in the abdomen. The sjm representative met with the patient and reprogrammed the system, however, the issue was not completely resolved. It was reported an x-ray would be taken to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.